Event description:
On 11/02/2021, it was reported by a sales representative via email that an ar-3638 fibertak anchor was inserted and the passing stitch would not slide. The patient had very good bone quality additional information requested. Additional information provided on 11/02/2021: a labral repair was being performed. The device broke after it was implanted the passing sutures would not slide. The device did break during the procedure, fragments were retrieved. The case was completed by moving up the glenwood and implanted another anchor. A straight fibertak drill and drill guide were used to prepare the bone socket.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.